Manufacturer narrative:
The investigation confirmed that unexpected vitros amon results were obtained using two levels of vitros quality control tested on a vitros 5,1 fs chemistry system. The most likely assignable cause of the unexpected vitros amon quality control results is an instrument related issue. The results of amon within-run precision testing demonstrated that the vitros system was not operating as expected. Following service actions, acceptable vitros amon performance was observed.

Event description:
The investigation determined unexpected ammonia results were obtained from two levels of vitros quality control fluids when using vitros amon slides on a vitros 5,1 fs chemistry system. Lpv l2 vitros amon results 106.6 and 104.76 umol/l versus expected 84.0 umol/l. Lpv l3 vitros amon result of 287.28 umol/l versus expected 231.0 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. Ortho clinical diagnostics was not made aware of any allegation of patient harm as a result of this event. However the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no reported allegation of patient harm as a result of this event. (B)(4).